Event description:
Boston scientific received information that this patient's device was programmed to aai mode back in 2005 as the patient did not require ventricular pacing at that time. However today, the patient does require ventricular pacing. The right ventricular lead was tested and no capture at max outputs was observed. Subsequently, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.